Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; 10.0/1.5/086 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was explanted and later on the same date replaced with a same model/length lens but different power/axis due to the patient experiencing refractive change over time. This resolved the problem. The cause of the event was reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; 10.0/1.5/086 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was explanted and later on the same date replaced with a same model/length lens but different power/axis due to the patient experiencing refractive change over time. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).